Event description:
It was reported the patient had fallen multiple times over the past 15 months. Since in (B)(6) 2014 the patient experienced a loss of therapeutic effect and bad nerve pain since the therapy was not covering the whole area. The patient also experienced stimulation in the wrong location. They should be feeling stimulation in their neck and arms. They were feeling it lightly in their arms and on the side of their neck instead of the back of their neck. The patient was also unable to turn their neck with the stimulation on and it was causing more pain that it was helping. They also had increased stimulation. The patient met with their manufacturer representative once for reprogramming but a few days later their therapy issues returned. Programs 1, 2 and 4 were giving the patient the most problems. The second time the patient fell was in (B)(6) 2015 and the third time was in (B)(6) 2015 and they landed on the implantable neurostimulator (ins) site. The patient was on oral medications as well as using their ins and noted that the oral medication combine with the ins worked well for the patient.

Manufacturer narrative:
Concomitant product: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).